Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2026, the user experienced device suction issues, in which the tissue sample was not being completely placed in the sample chamber. Additionally, the user reports that the lidocaine was not flowing well through the device. The user reports that the procedure was successfully completed; however, the patient felt some pain and additional lidocaine administration was required via hand bolus. MDR is being submitted due to the reported pain and additional medical intervention required. A hologic field service engineer (fse) was dispatched to examine the device and was unable to replicate the user's reported issue; however, did replace a loose valve. The fse reports the device is operational. No further details are currently available.